Event description:
Caller reported experiencing a cartridge alarm 20 on three occasions (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Each event was resolved by the customer replacing the cartridge with a new one and resuming insulin use. Although customer technical support assisted in demonstrating the proper technique for loading a new cartridge, this step was not completed during the reported issue, as it occurred in the past. Customer technical support will follow up for additional cartridge lot information.